Manufacturer narrative:
G4: (B)(6) 2020 b4:(B)(6) 2020 the service engineer (se) inspected the device and confirmed the battery could not charge. The se replaced the battery to address the reported issue and the unit was return to use. No patient information although requested was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported a ventilator with a battery failure. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.